Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours, on their abdomen. During the night, the pod reportedly detached from the infusion site, and the patient began vomiting. The patient's mother took the patient to the emergency room (ER). The patient was treated with intravenous fluids and insulin drip. Pain was reported at the pod site, and it was also reported that the patient experiences bruising., once pods are removed. The patient was released the following day, on (B)(6) 2026. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.